Event description:
It was reported that (1) tsw45 was used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported by the rep that on the fifth firing of the stapler the nurse tried to remove the cartridge from the stapler and it was very difficult to remove. After removing the cartridge the nurse could not reload the stapler because the drivers and the knife were still exposed(extended). Opened add'l stapler to finish the case and there was no consequence to the pt.